Event description:
A younger patient was admitted in (B)(6) suffering from cardiomyopathy and had ECMO support placed. The medical center had an impella cp pump added to his care, as escalation from the balloon pump (iabp). The impella access site needed surgical repair due to a bleed. After 94 hours of impella support the pump was explanted as the patient was stable hemodynamically.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella product at the explant. No benchtop analysis is possible. No root cause can be determined for the access site bleeding. Should the medical center share more details that lead to a definitive root cause a final report will be filed. The failure mode will be monitored and trended.